Manufacturer narrative:
Ocd performed retained testing and batch review. Satisfactory results were observed.

Event description:
Customer reported no reactivity with vra137 cells 2 and 5 and a patient sample with anti-e and anti-c. Patient had a previous history of anti-e. All e+ positive cells from the panel reacted, however, no reactivity was observed with the c+ cells (2 and 5). Other c+ cells from the panel did react.